Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient cancelled their pd treatment and went to the hospital where they were diagnosed with peritonitis. It was reported that the patient noticed cloudy pd effluent. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported a pd effluent culture was performed and the patient was started on vancomycin (does and frequency unknown). On (B)(6) 2019 the white blood cell (wbc) count tests revealed 414 (units not provided) and on (B)(6) 2019 the gram stain resulted no growth. The patient was discharged on (B)(6) 2019 and is recovering. There were no changes made to patients pd therapy and the patient continues pd treatment. Per the pdrn, the cause of the peritonitis is unknown; however, it is unrelated to the utilization of any fresenius device(s) or product(s).

Manufacturer narrative:
Correction: event description.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, per the pdrn the event is unrelated to the utilization of any fresenius device(s) or product(s). Therefore, based on the information available, the liberty select cycler and liberty cycler set can be disassociated as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event. Moreover, the patient continues to utilize the same liberty select cycler without any reported issue or allegation of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified.

Event description:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, per the pdrn the event is unrelated to the utilization of any fresenius device(s) or product(s). Therefore, based on the information available, the liberty select cycler and liberty cycler set can be disassociated as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event. Moreover, the patient continues to utilize the same liberty select cycler without any reported issue or allegation of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified.